Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2023, product type: lead. Serial#: (B)(6), implanted: (B)(6) 2023, product type: lead section d information references the main component of the system. Other relevant device(s) are: serial/lot #: (B)(6), ubd: 14-sep-2026, UDI#: (B)(4); serial/lot #: (B)(6), ubd: 14-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated it won't let them run their settings up. Patient stated they are getting the message cannot provide desired intensity settings not available since 4 to 5 days ago on groups b and c. Patient services (pss) suggested that pt try group a to see if pt could adjust the stimulation. Patient stated they saw representative about a month ago for reprogramming patient stated the programming is not working for their symptoms for the past 1 to 2 weeks. Patient service specialist is sending a message to the local field representative about patient call. On (B)(6) 2024 the patient (pt) reported they do not know the cause of the message. Steps taken were the pt saw a tech. They review settings and found the problem, a wire was "blocked" and they do not know why. The issue has been resolved. Weight was reported.